Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet, noting that the system delivered more insulin than they expected and that they subsequently experienced a rapid rise and fall in glucose after treatment; the lowest reported glucose was 45 mg/dl and the duration below range was about 20 minutes. Symptoms included hypoglycemia. Outcomes included no medical intervention and no backup therapy uses. Investigation included complaint review, user interview, and device use assessment with education and troubleshooting. Investigation of this case revealed the cause of hypoglycemia was unclear and that adjusting the ilet target to a higher setting stabilized glucose thereafter. It was concluded that the event was user-reported hypoglycemia with cause not determined and that the device function could not be confirmed as contributory. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.